Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three units and three photos. During the visual examination, it was observed that the units were missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: according to the customer's report, no clamp was assembled in the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems experienced missing tubing clamps. The following information was provided by the initial reporter: according to the customer's report, no clamp was assembled in the product.